Manufacturer narrative:
Age at the time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon a rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified middle of right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for treatment. During the procedure, dilatation was performed with this device; however, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.